Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. All information was investigated, and a cause for the reported difficult or delayed positioning associated with clip interaction with the anatomy cannot be determined. The reported single gripper actuation issue, however, appears to be due to procedural conditions associated with the clip becoming caught in anatomy as the single gripper actuation issue was noted while the clip was caught in the anatomy and resolved after the clip was freed from the anatomy. Image resolution poor was related to patient and procedural conditions as difficulties visualizing the clip during the procedure were reported due to suboptimal image quality caused by patient anatomy. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. A mitraclip was implanted without issues. A second clip (mitraclip xt) was prepared per the instructions for use (IFU) and inserted without issues. However, while in the valve, the clip became caught in chordae, and it was observed that one gripper was not functioning as intended. Troubleshooting was performed and the clip was able to be freed from chordae and the gripper actuation issue was resolved. The clip was deployed on both leaflets, without chordae. The procedure was completed with two clips implanted, reducing mr to a grade of 2. It was noted that difficulties visualizing the clip during the procedure occurred. There were no adverse patient effects and no clinically significant delay in the procedure.